Event description:
During a revision of left radial-cephalic fistula with 6 mm vascular graft, the surgeon requested a standard wall ptfe graft, but one was not available. The only substitute without rings was a vectra vascular access revision graft 6.0 mm. When surgeon attempted to pull this graft through tunnel between the antecubital exposure and the wrist using a kelly-wick tunneler, the graft shredded on the sutured end. The surgeon removed the graft and successfully replaced it with a graft with rings. There was no adverse outcome to patient. After the procedure, a review of the occurrence was conducted. Due to low volume usage of product, a limited number and sizes of grafts are stocked at facility on consignment. There is a process in place for staff to follow if the graft in size requested, is not available and in this particular case, the process was not followed. The procedure was re-communicated to staff.